Manufacturer narrative:
Initial and final MDR 1886048- MDR 3003442380-2024-07802- device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that two infusion set fell off within 24 hours of use. Event occurred on (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.